Manufacturer narrative:
The customer requested just a replacement ECG trunk cable with no engineer evaluation.

Event description:
It was reported to philips that the device's ECG trunk cable is unreliable. There is no patient involvement.